Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was inserted into the patient and the patient could not breath, so the unit was removed immediately. Per reporter, after the alleged failure, it was attempted to test the balloon and the balloon would not inflate. No adverse event was reported. The issue was resolved with device replacement.